Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient was in the emergency room due to excruciating headache when sitting upright or standing and a reduction in pain when laying down. Reprogramming took place but was unsuccessful. Surgical intervention took place where the physician pulled the leads to address the issue. Investigation was unable to determine which of the leads attributed to the event. The headache/pain has not resolved but has improved. The manufacture representative will not be receiving further updates regarding the status.